Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Na.

Event description:
This report is filed for partial clip detachment with worsening mitral regurgitation and worsening heart failure. Patient ID: (B)(6). It was reported that on (B)(6) 2019, the patient presented with functional mitral regurgitation (mr) grade 3+ with dilated cardiomyopathy, primary jet at a2p2, secondary jet a1p1, and posterior ruptured chordae. One mitraclip, cds0602-xtr 80824u193, was implanted without a device deficiency. The mr had been reduced to grade 1+. On (B)(6) 2019, during a follow-up echocardiogram, the mr had increased to grade 3+ and a partial clip detachment was observed. On (B)(6) 2019, the patient was admitted to the hospital for worsening heart failure. On (B)(6) 2019, another clip was implanted as treatment. The event resolved. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of worsening mitral regurgitation, worsening heart failure and tissue damage, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Corrections: adverse event or product problem- product problem box unchecked. Event - there was no clip detachment or device malfunction as previously reported. Device code 4003 removed.

Event description:
Subsequent to the initial report, the additional information was obtained: on (B)(6) 2019, one mitraclip, cds0602-xtr 80824u193, was implanted without a device deficiency. Reportedly, the patient's mitral annulus was ¿strong¿ and the clip was unable to bring the annulus close enough. On (B)(6) 2019, the mr had increased to grade 3+. The mitraclip, cds0602-xtr 80824u193, had remained stable and well seated. There was no detachment as previously reported. Per physician, after clip placement and due to the patients ¿strong¿ mitral annulus, the annulus started tearing at the sides. This increased the mr and the patient's heart failure symptoms were the same as before the mitraclip procedure. Reportedly, there was no device malfunction. Per physician, it would have been better if two clips were implanted during the index procedure instead of one. On (B)(6) 2019, another mitraclip was implanted as treatment and the event resolved without sequela.